Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
After a heart procedure the patient was closed with (2) wires in the manubrium, (3) sternal zipfix with needle on the sternum, and a wire at the zyphoid. On a follow-up scan the sternum had "shifted up". Reportedly the sternum has healed in an improper position. The surgeon has no plans to re-open the patient at this time. This report is #1 of 6 for the same event.